Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 5-4mm amplatzer duct occluder was implanted in the patient using a 5f amplatzer torqvue delivery system. The occluder was implanted. A control echocardiogram performed immediately after device implantation in the catheterization laboratory and it was noted that the anterior valve chord rupture of tricuspid valve. The rupture occurred while advancing the delivery sheath through the tricuspid valve, most likely due to a patient¿sheath size mismatch, which led to the rupture of a chord of the anterior leaflet of the tricuspid valve. There was no intervention required. The patient is clinically stable, did not require medication despite the tricuspid regurgitation, and was discharged 24 hours after the ductus arteriosus closure procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of vascular dissection was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. Based on the information received, the reported vascular dissection appears to be related to procedural conditions. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Clinical information: crd_1032 - sh device registry, patient site: (B)(6). It was reported that on (B)(6) 2025, a 5-4mm amplatzer duct occluder was implanted in the patient using a 5f amplatzer torqvue delivery system. The occluder was implanted. A control echocardiogram performed immediately after device implantation in the catheterization laboratory and it was noted that the anterior valve chord rupture of tricuspid valve. The rupture occurred while advancing the delivery sheath through the tricuspid valve, most likely due to a patient¿sheath size mismatch, which led to the rupture of a chord of the anterior leaflet of the tricuspid valve. There was no intervention required. The patient is clinically stable, did not require medication despite the tricuspid regurgitation, and was discharged 24 hours after the ductus arteriosus closure procedure.